Manufacturer narrative:
(B)(4).

Event description:
Information was received was a healthcare professional via a clinical study in regard to a patient receiving infumorph. It was reported that the patient had urinary retention following a pump trial. At an examination on (B)(6) 2015, the diagnostic results included urinary retention. Intervention included utilizing a foley catheter on (B)(6) 2015. The outcome resolved without sequelae on (B)(6) 2015. The etiology indicated the event was unlikely related to the device or therapy, and possibly related to the surgery/anthesia. The device information, patient information, and cause were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a clinical study reported the device serial numbers are unknown as this was a pump trial and not an implant. The concentration was 40 mcg/ml, but dose was not available. The exact cause of urinary retention was not documented, but likely related to surgery/anesthesia as patient has a history of postop urinary retention. The other medications (oral, etc.) That the patient was taking at the time of the event included norco, and voltaren. The patient's medical history includes back pain, leg pain, and post-lami syndrome. The patient's diagnosis for use for the trial was non-malignant pain.